Manufacturer narrative:
One medfusion pump was received with a cracked right plunger case and battery door. The event history log showed a motor rate error. An occlusion test was performed and the reported "motor rate error" could not be duplicated during multiple occlusion tests. Normal wear of the motor assembly caused intermittent error; the pump is 11 years old. The stepper motor, old motor mount, teflon washers with the delrin washer, worm coupling and worm gear were replaced. The lead screw and both clutch halves were replaced as a preventative measure. Preventative maintenance was performed and all functional tests passed.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor rate error. There was no reported adverse event.